Manufacturer narrative:
The device was not returned for evaluation as it was reported that the issue was resolved by version upgrade . Per communication with the company representative it was conveyed that device evaluation onsite found that an error e237 (scope communication failed ) occurred when device (subject device cv-1500) was being connected to a specific scope and this triggered an error e117 (life of optical module) and error e237 when connecting other scopes . Issue was noted to be resolved by version upgrade (version update information for cv-1500 published in the service bulletin of the company federation) and this in addition, eliminated the error e117. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device did not recognized all endoscopes with a cv-290 type connectors and did not projected an images. Per the report, after it was switched to a cv-260 type endoscope, the intended diagnostic procedure was completed. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d4, e1 and h4. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The following non-reportable malfunctions was also found during the device evaluation: e226 (scope communication failed). Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.